Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high, out of range pacing impedance and intermittent loss of capture. During lead repositioning procedure, it was observed that the ra lead could not be disconnected from the atrial port of the pacemaker. Both the ra lead and the pacemaker were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to remove the atrial lead was confirmed. Final analysis found that the a-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. No other anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.